Event description:
The manufacturer received information alleging a ventilator's keypad was not working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's keypad needs replaced to address the issue. There was evidence of contamination present.